Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the load fill tubing process took more insulin than normal. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer¿s blood glucose (bg) value was 335 mg/dl.